Event description:
It was reported that during a lap appendectomy procedure, the staple legs formed outward. They did a reverse "b" shape. They used an endo-loop over the stump to complete the procedure. There was no impact to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.